Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching superior mesenteric artery during a laparoscopic colorectal procedure, the surgeon was able to press the green button but the reload could not fire. It was also stated that there was a problem loading the device. Another device was used to complete the case. There was no patient injury.